Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source exhibited error code e200. And the front panel light-emitting diode blinked continuously. This occurred, during preparation for use. For a therapeutic retrograde intrarenal procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the front panel blinking and e200 is due to a failure of the turret unit. However, a conclusive root cause was not identified. Olympus will continue to monitor field performance for this device.